Event description:
It was initially reported by the arjohuntleigh representative: "ahus qa notified that the spreader bar for the marisa was loose and the resident fell to the ground, fracturing both shoulders. It is unknown if there was a detachment of the bar or the sling at this time". Ref # 9611530-2013-00099.